Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection on an extension set cracked while connecting a syringe of platelets. The connection of the extension set cracked before the syringe was fully connected. This event occurred during setup and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned for evaluation. A visual inspection was performed and it was noted that the female luer was cracked. The reported problem was verified. The cause of the reported condition was an assembly issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.